Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of staphylococcus aureus as s. Hominis and s. Pasteuri, and s. Saprophyticus as s. Epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 3108995. The customer did not return phoenix generated lab reports, panels or isolates for the investigation. To investigate, one retention panel from the complaint batch was tested using qc isolate s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel from the complaint batch was tested using qc isolate s. Aureus a25923 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel from the complaint batch was tested using qc isolate s. Saprophyticus 10484 on a phoenix m50 machine and evaluated for identification results. All three panels identified their isolates correctly, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 that there was misidentification. The following information was provided by the initial reporter: for patient samples. · what is the culture source (i.e. Specimen type and body site)? Throat and urines · what was the confirmation method and what results were obtained? We don't have a confirmation test we can perform. · what results were reported? A staph saprophyticus was run and we got s.epidermidis, we reran it and got s. Xylosus, we reran it and got s. Saprophyticus. A staph aureus was run and we got s.hominis, we reran it and got staph aureus. A staph aureus was run and we got s.pasteuri, we reran it and got s.pasteuri again. We are sending that one to the reference lab. S.pasteuri is coagulase negative the the isolate is positive. Was patient treatment affected? Yes were there any adverse events as a result? Yes, delay in patient care. · do you have any patient isolates available for return? No I am requesting that you have someone come in and obtain the log files as well as the specimen reports. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): it has happened ~4x in the last month, both with patient samples and known qc organisms. One specific was a staph aureus that identified as staph another species not specified by customer but it was both beta hemolytic and coagulase positive so they sent it out for confirmation. Was just brought to my attention as I was following up with the customer regarding our updated quote that this misid issue is now happening with gram positives- it has happened ~4x in the last month, both with patient samples and known qc organisms. One specific was a staph aureus that identified as staph another species not specified by customer but it was both beta hemolytic and coagulase positive so they sent it out for confirmation."

Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 that there was misidentification. The following information was provided by the initial reporter: for patient samples: · what is the culture source (i.e. Specimen type and body site)? Throat and urines. What was the confirmation method and what results were obtained? We don't have a confirmation test we can perform. ·what results were reported? A staph saprophyticus was run and we got s.epidermidis, we reran it and got s. Xylosus, we reran it and got s. Saprophyticus. A staph aureus was run and we got s.hominis, we reran it and got staph aureus. A staph aureus was run and we got s.pasteuri, we reran it and got s.pasteuri again. We are sending that one to the reference lab. S.pasteuri is coagulase negative the isolate is positive. Was patient treatment affected? Yes were there any adverse events as a result? Yes, delay in patient care. Do you have any patient isolates available for return? No I am requesting that you have someone come in and obtain the log files as well as the specimen reports. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did erroneous results occur? If yes, detailed erroneous results (include # of errors and type): it has happened ~4x in the last month, both with patient samples and known qc organisms. One specific was a staph aureus that identified as staph another species not specified by customer but it was both beta hemolytic and coagulase positive so they sent it out for confirmation. Was just brought to my attention as I was following up with the customer regarding our updated quote that this misid issue is now happening with gram positives- it has happened ~4x in the last month, both with patient samples and known qc organisms. One specific was a staph aureus that identified as staph another species not specified by customer but it was both beta hemolytic and coagulase positive so they sent it out for confirmation."

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd phoenix¿ pmic/ID-(B)(6), a patient sample was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ pmic/ID-(B)(6), a patient sample was incorrectly identified. There was no report of patient impact.